Event description:
It was reported "PICC leaking." Additional information received 07/12/2022: a detailed description of the event: PICC line is leaking between the end of the PICC and the clave. What type of catheter securement was utilized? Stat-lok date of occurrence: (B)(6) 2022. Placement date: (B)(6) 2022. Explant date: (B)(6) 2022. Was there any patient harm reported: no.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3552 showed nine other similar product complaint(s) from this lot number.